Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 9:00 am, the patient obtained the blood glucose readings of 228 mg/dl, 227 mg/dl, 210 mg/dl and 220 mg/dl on the reported meter over a time period greater than 20 minutes. Afterwards, the patient took insulin on a sliding scale based on these readings: novolog 70/30 insulin 40 units and novolog r insulin seven units. Two hours later, the patient experienced the symptoms of sweating and dizziness. She did not seek any medical attention or treatment. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on several elevated blood glucose readings obtained on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.